Event description:
It was reported that the device's on button would intermittently no function properly. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.